Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set tubing came apart at site on (B)(6) 2025. The detachment was at site. The site was patient's waist. The infusion set was used for three days. No further information available.